Event description:
As surgeon was targeting for his iliac screw placement, he used a ball tip probe to feel his way and localize for screw placement. As ball tip probe was being removed from the iliac crest, 20mm of the tip broke off. He attempted to retrieve the broken piece but was unable to get it free and it was left embedded in the iliac. Surgeon was able to complete the case and there was no adverse patient outcome as a result of this event. As an unintended portion of the device was left in vivo an mde is filed to document the event.

Manufacturer narrative:
The device was not returned for evaluation and no definitive conclusion can be made at this time. The probe is thin and care should be taken in use to ensure that atypical force is not applied to the device.